Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was infusing a high rate of norepinephrine (dose, programmed amount and delivery rate unknown) then the screen started flashing and then shut down. The user was unable to press any buttons or turn on the device despite the device being plugged in. The event occurred in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.